Event description:
It was reported that during the da vinci-assisted unknown general surgical procedure, the surgeon side console (ssc) screen was black, and the operating room (or) staff noted a non-recoverable error. The customer restarted the system with no success. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted errors 23 and 41014 pointing to an issue with ssc #1. The customer continued with the procedure using ssc #2. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the or staff did not complete troubleshooting with the tse prior to converting to a second surgeon side console (ssc). The procedure was completed robotically using the second ssc with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the redundant medical grade power supply (rmgps) due to persistent error 417 and loss of power. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) also received the integrated electro surgical unit (iesu) erbe involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. The unit was installed into the test system and ran in normal mode. The indicator led on the unit was not lit indicating an issue with core b. The unit was power cycled multiple times and it triggered error 417.